Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing due to a crack observed at the zero point reference stopcock. It is unknown how or when this damage occurred. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 3 way adapter leaked and couldn't be tightened. It was noted that the patient's status at the time of the report was alive-no injury.